Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from an aliquot was 8.84 miu/ml. The same aliquot was tested on a different analytical e module analyzer and the result was 3493 miu/ml. A different aliquot from the original patient tube was tested on the other analytical e module analyzer and the result was 3439 miu/ml. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 18003903 with an expiration date of 12/31/2015. The field service representative could not find a cause. He checked the fluidics and mechanics through performance testing. He ran controls, a serum pool precision test and a patient correlation. The performance testing passed within specification. The controls recovered within stated specifications, as well as the precision and patient correlation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.